Event description:
It was reported that troubleshooting help was requested due to unsuccessful programmer interrogation of this pacemaker. Upon review, it was determined that this pacemaker was still in magnetic resonance imaging (MRI) protection mode, thus interrogation was not possible at that time. Technical services (ts) guided the health care professional (hcp) through exiting MRI protection mode and successful interrogation was achieved. Review of remote monitoring data revealed atrial arrhythmia in stored episodes and on the presenting electrogram (egm); minute ventilation (mv) was disabled by signal artifact monitoring (sam). This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.